Event description:
It was reported the patient did not have therapeutic effect. The patient experienced increased pain "all over". A dye study was performed. Hcp had difficulty injecting the dye. A (B)(4) study was done; the rollers moved after .01 ml bolus was delivered. The patient had an appointment scheduled with hcp. The pump was delivering bupivacaine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).